Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for call was patient reported that a "set tings not available" message appeared on their controller. Patient stated that they were not able to make adjustments on their ins. Agent reviewed the information and redirected the patient to hcp for further assistance. Additional information was received from a patient (pt). It was reported that they could not regulate the stimulation. It said 'unable to provide stimulation'. Patient could not remember the exact message. Patient thought it said settings not available. Patient talked to the manufacturer representative (rep). Rep had patient try other groups and the message was on all groups. The rep said one of electrodes was wrong and wanted the patient to go in office but patient was not capable of driving yet. This was like a week ago. The patient stated this happened 2 years ago maybe and they said it was fine and the rep went through all the settings and managed to "do something."patient was redirected to their healthcare provider (hcp). Additional information was received from a patient (pt). It was reported that they have not been able to evaluate this patient and redirected them to patient services (pss) as they originally mentioned they needed a new controller. The rep cannot confirm the oor message. The rep stated that after they called pss, the patient called the rep and said they tried all three groups and received this alert.the cause is unknown. The patient stated they will reach back out when they have an appointment to be seen in person with the rep and healthcare provider (hcp). The issue has not been resolved as they are awaiting a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: comments/results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.